Manufacturer narrative:
The t:slim cartridge instructions for use states: "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels for the past few days of 567 (mg/dl) with small ketones. The customer stated they changed their infusion set site twice and cartridge once however, their bg level did not lower. A manual injection was delivered and the customer's blood glucose level lowered to 180 (mg/dl) at the time of the report. The customer took a potassium pill and drank water per their healthcare provider's instructions to address ketones. System check with tandem technical support indicated the pump was delivering insulin as intended. Reportedly, the customer uses the cartridge with humalog insulin for 3-4 days. Tandem technical support instructed the customer on proper cartridge labeling. In addition, the customer stated they believe their bg meter might be inaccurate. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.